Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the device was not requested for evaluation and a batch review will not be conducted. An engineering quality review was completed for this report of a system error (se) 2240 alarm which was identified during initial assessment of a homechoice device. The report was not confirmed. The lot number was unknown; therefore, a batch review was not performed. Based on the information obtained from baxter's investigation, the root cause of the se 2240 was not determined. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
During initial assessment of a homechoice device, a baxter technician identified a 2240 alarm (indicating air) which occurred on (B)(6) 2010.

Manufacturer narrative:
(B)(4). The sample is not available. Should any additional information become available, a follow-up report will be submitted.